Event description:
It was reported that the patient had poly and head exchange for dislocation. Doi: (B)(6) 2010, dor: (B)(6) 2025, affected side: right hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: it was reported that the patient had poly and head exchange for dislocation. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (B)(4) device photo ad (B)(6) 2025, (B)(4). Device photo ad (B)(6) 2025 - 1. The photo investigation revealed that the pinn mar +4 neut 28idx48od shows signs of fracture and organic material, however the observed conditions are consistent with the explanation process, furthermore with the evidence provided the reported dislocation allegation cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinn mar +4 neut 28idx48od would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.